Manufacturer narrative:
Other, other text: customer response email received stating no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error #41 lithium battery replacement needed. No adverse effects were reported.

Manufacturer narrative:
Other text: returned device was received in damaged physical condition with a crack in the front and rear housing. No evidence of reported problem in event log was found. During the evaluation of the device, the clock battery needs to be replaced. The front and rear housing will be replaced. The clock battery was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.